Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, and the pump battery gets hot to touch when plugged into a power source to charge. Customer¿s blood glucose level was approximately 80 mg/dl. Additional information was not provided.